Event description:
It was reported that the cot dropped at the head end for one level as a result of the release lever.

Manufacturer narrative:
Result: lever. Conclusion: device has been repaired by the user facility. Device has been repaired by the user facility.